Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an intraocular lens exchange was performed due to an initial miscalculation by the system that resulted in the selection of an incorrect lens power in the right eye. However, despite the secondary surgery the patient continued to have a residual refractive error postoperatively after refractive surgery.